Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported experiencing unexplainable elevated blood glucose (245 mg/dl) and neuropathy in her feet. Her normal blood glucose range is 100-120 mg/dl. She stated that she changed the infusion site prior to the report. To troubleshoot the pt was instructed to disconnect from her infusion site and to perform a bolus. She stated that there were air bubbles in the infusion tubing. The pt was instructed to prime to remove the bubbles from the tubing. The pt then reconnected to her infusion site and bolused 8 units of insulin to lower her blood glucose. Upon follow up in 2007 the pt stated that she switched brands of infusion set and her blood glucose had returned to normal.